Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. Unable to verify the alarms due to the blank display anomaly.

Event description:
The customer called to report a blank display, failed battery test and battery out limit alarms. Nothing further was reported.